Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. \based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had shock therapy programmed off. Upon review, technical services (ts) informed the caller that shock therapy is required to be on to receive shocks for an arrhythmia, and it was unknown why this feature was unavailable. Ts recommended to further discuss this with the clinic. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that the shock therapy was turned off due to the patient undergoing surgery. Shock therapy is now turned back on, and no adverse patient effects were reported. This crt-d remains in service.